Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(6) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Brand name/type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo eccentric lesion in the proximal right coronary artery, with heavy tortuosity, heavy calcification and (B)(6) stenosis, a 4.0x15 mm nc tenku rx dilatation catheter was advanced without resistance to the lesion. The balloon was inflated for the first time and ruptured at 10 atmospheres. The dilatation catheter was simply withdrawn from the patient anatomy without issue. The device was changed to a new non-abbott dilatation catheter and the procedure was completed. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.